Event description:
On (B)(6) 2010, the patient was implanted with a single percutaneous lead in the thoracic area for pain in the left foot. It was reported that he is now without stimulation. In an effort to resolve this issue, the patient will undergo an exploratory procedure. At which time his existing lead will be tested and replaced if necessary. No date for the surgery has been set.

Manufacturer narrative:
Method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.